Event description:
During baxter's functionality testing of a spectrum pump, the device did not recognize an open door. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received an devaluated the device. The device was found out of specification with respect to the reported door issue, which was reproduced. The device failed to recognize the door was open due to a failed lower door hook switch. The lower auxiliary assembly (including door hook switch) was replaced.